Event description:
On (B)(6) 2019, the patient was treated for an abdominal aortic aneurysm, which measured over 5cm in diameter at the time of the procedure. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. During later follow up visits, a type ii endoleak was observed, with growth in the aneurysm sac. A lumbar coil embolization was performed, but aneurysm growth continued. On a follow up visit on (B)(6) 2022, it was observed that the aneurysm sac had grown to over 6.8cm. The physician decided to explant the gore devices on (B)(6) 2022. The patient tolerated the procedure, and the physician stated there was no issue with the devices.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak, embolization and surgical conversion this event also includes device (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.